Event description:
Pt reported experiencung elevated blood glucose (300-400 mg/dl). They stated that, after programming a 15u bolus, they were unable to see insulin moving through the infusion set tubing. Pt then disconnected, from their site, and programmed a 5u bolus; they indicated that several drops of insulin were observed dripping from the end of the tubing. Additionally, pt stated that, at some point, insulin had leaked inside of the device's cartridge compartment. No error messages were generated by the device.